Manufacturer narrative:
H.6. Investigation: one open 32g x 4mm pen needle sample and four photos were returned from lot. No. 9071871, cat. No.320136. Visual examination was carried out on returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the pen ndl 32ga 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer (clinic) reported the following two issues: (1) clog: the liquid didn't come out. (2) difficult to operate: the button was tight.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32ga 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: the customer (clinic) reported the following two issues: clog: the liquid didn't come out. Difficult to operate: the button was tight.